Manufacturer narrative:
The device was returned to nihon (B)(4) and evaluated. The problem reported by the customer was duplicated. The inverter pcb was replaced and resolved the issue with the black screen. Upon evaluation, it was noticed the main board had burnt pins and a white film across the pcb. The main board was replaced. While testing the nibp manual checks, the pressure hold test failed. Replaced the nibp pcb to resolve that issue. Upgraded software to version 04-55 per customer request. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm-2301a device (bedside monitor) was showing a black screen and there was no sound made when trying to check a blood pressure.

Manufacturer narrative:
Corrected data: corrected initial reporter's last name and phone number (mobile phone). Additional information: added initial reporter's email address; type of report? Type of report. If follow-up, what type? Device manufacturer date.